Event description:
Caller reported an occlusion alarm, but cts was unable to verify the alarm number in the pump history. There was no available information regarding any adverse impact on the customer¿s blood glucose level, as the caller declined to provide details. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin administration. Cts determined that no additional assistance was necessary and planned to close the case.